Manufacturer narrative:
Sample analysis: an eval of the actual complaint sample has not been performed as the device has not been returned to date. The device is said to be available for return. The root cause of this complaint cannot be determined at this time. The device history record was reviewed. No abnormal discrepancies or non-conformances were observed.

Event description:
It was reported that upon deploying an embolization coil within an aneurysm, the coil detached prematurely partially within the parent artery. No add'l info could be provided. It is unk if intervention was used.